Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization and high blood glucose. The customer's blood glucose was above 600mg/dl on (B)(6) 2018. Troubleshooting was performed found the infusion set had a bent cannula. On (B)(6) 2018 customer was hospitalized at (B)(6) with blood glucose of 440mg/dl and diabetic ketoacidosis and had symptom's of nausea. Customer treated with insulin drip and checked for ketones and potassium. Advised to seek healthcare professional for the high blood glucose. Customer stated the cannulas continue to bend and he experienced high blood glucose levels as follows (B)(6) 2018 535mg/dl and (B)(6) 2018 442mg/dl and treated both with manual injection. Customer's current blood glucose is 494 mg/dl and asked if would like to stop trouble shoot for the high blood glucose and seek help with the healthcare professional. Customer declined to trouble shoot for the high blood glucose. The insulin pump will not be returned for analysis.